Event description:
It was reported that the patient has been experiencing a recent increase in seizures. It was reported that the patient is likely compliant with medications due to living in a group home. It was unknown if the seizures are an increase above the patient's pre-vns baseline frequency. It was reported that the generator showed ifi - yes and the patient will be referred for generator replacement. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient underwent generator replacement on (B)(6) 2015. Prior to the surgery, device diagnostics showed 6854 ohms and >100,00 ohms. When the generator was replaced, diagnostics with the new generator and old lead continued to show >10,000 ohms. As a result, the lead was replaced as well. Following the replacement, the high impedance resolved and the impedance value was 1298 ohms with the newly implanted generator and lead. Attempts made for product information on the lead were unsuccessful as the product information records could not be located by the implanting facility. Attempts for product return were made as well but it was reported that the explanted generator and lead were sent to pathology department at the explanting facility and that the devices will not be sent back to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.